Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1: additional contact information: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a persistent high-pressure alarm despite troubleshooting attempts. Denies any tubing kinks or closed clamps and stated that patient's port was patent as it has been flushed twice and has excellent blood return. Also removed and reattached the cassette but alarm persists. Additional troubleshooting was performed. Pump restarted and display reads run but alarm returns before first pump cycle. Pump powered off. Caller states that she does not have a backup pump for patient and will attempt to replace cassette to see if alarm clears. Rate: 1.7, resolution volume: 79.7, given: 0.35. This event occurred at patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.